Event description:
It was reported that during an in-clinic follow-up, the patient experienced discomfort. Upon review, it was noted that the left ventricular (lv) lead exhibited phrenic nerve stimulation. The lead was reprogrammed. Following the programming changes, the lead exhibited high capture thresholds. No additional intervention was performed. The patient was in stable condition.